Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing thresholds for the right ventricle have risen from 0.5v at 0.4ms at implant to 2.25v at 1ms; the r-wave amplitude has changed from 8mv to 4mv; and the bipolar impedance has changed from 703 ohms to 431 ohms. No x-rays have been taken at this time. Since the patient does not require ventricle pacing, the physician will monitor the patient over time. The lead remains in use. No patient complications have been reported at this time due to this event.